Event description:
Casters arrive from the supplier with brake performance with specification(to hold on 5% grade), but during production when the system is under a load frame (system assembled on a frame) and being moved, the rotation of the casters cause of reduction in braking force. This problem was identified in-house during production. A solution was determined and documented on a deviation record for in house re-work of the set-screw, which corrected the problem.